Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2026, the patient awoke and was noted by a parent to be experiencing dizziness. The continuous glucose monitor (cgm) displayed a ¿low¿ reading. Shortly thereafter, the patient fell and experienced disorientation, shaking, a seizure, and loss of consciousness. It was reported that no alerts were generated by the cgm device at the time of the event, including vibration alerts. The patient was treated by the parent with nasal glucagon. The fire department arrived approximately 10 minutes later and administered oral glucose. Emergency medical services arrived approximately 20 minutes after the initial response. A fingerstick blood glucose measurement was reportedly performed by paramedics; however, the result was not documented. By that time, the patient had regained consciousness, and no additional treatment was administered at the scene. The patient was then transported to the hospital. In the emergency department, the patient was monitored and assessed. A minor bump sustained during the fall was noted, and acetaminophen (tylenol) was administered. The patient was discharged from the emergency department at approximately 10:00 am. At the time of the report, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.